Event description:
It was reported that patient enrolled in the (B)(6) had an esophageal dilatation. The patient had food intolerance and vomiting, radiology exam identified an esophagial dilatation, band was too filled. The band was deflated (1cc).

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.